Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect noted as their tremor symptoms were not being controlled following replacement of the implantable neurostimulator (ins). The patient was ¿scared to drive due to the excessive hand shaking. The patient had been reprogrammed 4 times since placement getting the new ins. The patient was advised to turn the stimulation off for one month until they could be reprogrammed. They were scheduled to meet with their physician month post initial report of the event ((B)(6) 2008). Follow up information received from the patient on (B)(6) 2009 reported that the ¿surgery¿ in 2008 was ¿unsuccessful¿ and was not able to be successfully reprogrammed. It was noted that they were still having problems with their device. Additional information received from the patient on (B)(6) 2013 reported that their ins had never ¿did work right¿ and that their physician had ¿given up¿. The physician had tried everything and ¿could not get it¿. The patient had the ins turned off and did not fell any stimulation. It was also noted that the patient experienced ¿bad headaches¿ since implantation. Follow up information received from the healthcare professional (hcp) on (B)(6) 2013 attributed the cause of the event was mostly likely due to sub-optimal lead placement. It was confirmed that the patient did not receive benefit from the ¿implant¿. In addition, it was reported that the lead was revised. The patient required no hospitalization required for the event. The patient outcome was reported as no injury and desired to have the implantable neurostimulator (ins) removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387-40, lot# l85325, implanted: (B)(6) 2000, product type lead; product ID 3387-40, lot# l85325, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3387-40, lot# l85325, implanted: (B)(6) 2000, product type lead. (B)(4).